Event description:
It was reported that a flogard infusion pump presented an f-49 alarm. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. A visual inspection and alarm log review were performed. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The alarm log review did not identify an occurrence of the f-49 alarm. A service history review and device history review revealed no previous service events that were related to the reported condition. The reported condition was not confirmed. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.